Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that patients and orders were not crossing. A technical support specialist found no issue with the care fusion coordination engine. The customer's host had not been sending orders during the listed timeframe. The issue appeared to have been resolved on the host side. The system functioned as intended after the technical support specialist verified the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, the patients and orders were not crossing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.